Manufacturer narrative:
(B)(4). This is a report of use error, where the patient line became disconnected and leaked as a result of the patient walking from one room to another during drain. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the patient line when it became disconnected. This was noted during drain two of four of peritoneal dialysis. The patient stated that they were walking from the bedroom to the kitchen when the line became disconnected and leaked onto the floor. The technical services representative assisted the patient in ending therapy and reviewed proper procedures with the patient. The patient planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.